Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers and towers did not detect on the communication bus due to database corruption. A field service engineer re-imaged the station to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers and doors shown as out of service, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.